Event description:
Patient was revised to address pain.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient has had an asr revision. Specific details regarding the report are unknown.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4). Reason for original complaint - asr revision. Right asr xl acetabular system. Reason for revision: pain. Update from (B)(6) spreadsheet 2nd dec 2011: reason for revision, desc, products. Update: products added - lot number on fem implant and further product page - acetabular cup added as per update email received 13 june 2012. Update 15 may 2015 this is the 1st revision. Resurfacing to xl. See (B)(4) for revision of xl products.

Manufacturer narrative:
Corrected:date of event,describe event or problem,brand name,type of device,catalog lot#s,implant date,explant date,event problem codes.no 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us.the correction/removal reporting number listed applies to the corresponding product code sold domestically.the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa 00780.depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.